Event description:
It has been reported to philips that system was not switching on. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Review of the system log file showed that issue with the host-pc cmos battery which caused host pc not to boot up. Upon functional testing, fse found issue with power from the cmos battery. The philips engineer replaced the cmos battery and reset all the board connections of the host pc. After replacement of the cmos battery and reset of all the board connections of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.